Event description:
It was reported that the device was received in the returned goods lab with a note on the chip board box stating that the protective cover could not be removed. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing the protective sheath was able to be confirmed. The inner member was collapsed 3.5 mm proximal to the proximal balloon seal for a length of 1.8 cm caused by the difficulty to remove the sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.